Event description:
It was reported the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID 3889-28 lot# v365060, implanted: 2010 (B)(6); product type lead. (B)(6).

Event description:
It was reported, the patient had no stimulation sensation and a loss of therapeutic effect. It was noted, the patient saw a manufacturer representative two months prior to report for programming. It was reported, the patient thought their device was not working and they were having terrible bladder. It was noted, the patient had 15 bladder infections over the past six months prior to report and they had been on antibiotics. It was stated, the stimulation helped for the first year but since a year after implant the patient had on and off problems. It was noted for the past year, the patient did not sleep at night due to their bladder problems. Reportedly, the patient stopped feeling stimulation about two weeks prior to report. It was noted, the patient saw the ¿neurostimulator off button.¿ the patient was able to communicate without the antenna and they were ¿turned off¿ at the time of report. The patient turned the stimulation on and felt it in the rectum. It was patient said the stimulation was comfortable. It was later reported the patient had been sleeping in a recliner near the bathroom for the past two months. It was stated, the patient had no stimulation sensation and had not felt stimulation for one week.